Event description:
Reporter alleged blood glucose results of greater than 600 mg/dl and greater than 900 mg/dl on the advantage system. The reportable range for the device is 10-600 mg/dl, with results greater than 600 mg/dl being displayed as "hi". No symptoms, actions, or treatment based on the results were reported. A request was made for the return of the suspect device and replacement product was sent.